Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users were unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users were unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-119876 please refer to MFR. Report number 2016493-2025-119994.